Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient reported that the display screen is discolored, dim, and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: during testing, the display screen was found to be dim/fading. A test screen was inserted and was found to function properly. There was no visible damage observed to the keypad. Unrelated to the complaint, the contrast button was found to be intermittently unresponsive, which has no affect on insulin delivery. The up arrow, down arrow, and ok buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast keypad button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.